Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with blood glucose reaching 330 mg/dl and remaining elevated for a few hours; no infusion set leaks or kinks were observed, and the agent guided a supply change and insulin delivery resumption with troubleshooting and education provided. Symptoms included hyperglycemia without ketone testing, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no need for assistance beyond routine guidance, and no medical intervention or hospitalization. Investigation included customer interview, product use review, and guided troubleshooting focused on insulin delivery and infusion setup. Investigation of this case revealed no device malfunction or component defect identified during troubleshooting, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.